Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: during an internal review it was noticed that the country of case and primary reporter should have been captured as canada. Furthermore, the suspect drug essure was recoded to capture the correct country also. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2020: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device breakage ('essure internally separete or fracture into pieces'), uterine perforation ('perforation of the uterus'), salpingitis ('essure internally separete or fracture into pieces, with leads to inflammatiory'), peritoneal perforation ('peritoneal cavity perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (batch no. 35379-invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy" in (B)(6) 2015 and complication of device insertion "complication of device insertion" in (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), peritoneal perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, salpingitis, peritoneal perforation, intestinal perforation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, device dislocation, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, salpingitis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she continued suffered mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. 35379 -the batch number is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-aug-2022: quality safety evaluation of ptc, after internal review the event device ineffective was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("fallopian tubes perforation"), device breakage ("essure internally separete or fracture into pieces"), uterine perforation ("perforation of the uterus"), salpingitis ("essure internally separete or fracture into pieces, with leads to inflammatiory"), peritoneal perforation ("peritoneal cavity perforation") and intestinal perforation ("bowel perforation") in an adult female patient who had essure inserted (lot no. 35379-invalid). Additional non-serious events are detailed below. Other product or product use issues identified: complication of device insertion ("complication of device insertion" in (B)(6) 2015). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), salpingitis (seriousness criterion medically important), peritoneal perforation (seriousness criterion medically important), intestinal perforation (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), pregnancy with contraceptive device ("unintended pregnancy"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (essure removal on (B)(6) 2020). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, salpingitis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she continued suffered mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. 35379 -the batch number is not valid. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-aug-2022: update of information (batch is invalid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device breakage ('essure internally separate or fracture into pieces'), uterine perforation ('perforation of the uterus'), salpingitis ('essure internally separate or fracture into pieces, with leads to inflammatory'), peritoneal perforation ('peritoneal cavity perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (batch no. 35379) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), peritoneal perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression"), complication of device insertion ("complication of device insertion") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, salpingitis, peritoneal perforation, intestinal perforation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, device dislocation, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression, complication of device insertion and stress outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, complication of device insertion, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, salpingitis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she continued suffered mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review lot number was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device breakage ('essure internally separete or fracture into pieces'), uterine perforation ('perforation of the uterus'), salpingitis ('essure internally separete or fracture into pieces, with leads to inflammatiory'), peritoneal perforation ('peritoneal cavity perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), peritoneal perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression"), complication of device insertion ("complication of device insertion") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, salpingitis, peritoneal perforation, intestinal perforation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, device dislocation, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression, complication of device insertion and stress outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, complication of device insertion, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, salpingitis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she continued suffered mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tubes perforation"), device breakage ("essure internally separete or fracture into pieces"), uterine perforation ("perforation of the uterus"), salpingitis ("essure internally separete or fracture into pieces, with leads to inflammatiory"), peritoneal perforation ("peritoneal cavity perforation") and intestinal perforation ("bowel perforation") in an adult female patient who had essure inserted (lot no. 35379-not valid, d35379). Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("complication of device insertion" in july 2015) and device ineffective ("unintended pregnancy" in (B)(6) 2015). The patient had a medical history of obesity, migraine, abortion, parity 2 and multi gravida. Previously administered products included: depo provera. Concurrent conditions were listed as headache, hypertension, depression, menses irregular, bleeding genital, abdominal cramp, coitus painful, bacterial vaginosis, lack of motivation, concentration loss, depression, low mood, cramp in lower abdomen, spotting vaginal, menorrhagia and dysmenorrhea. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), salpingitis (seriousness criterion medically important), peritoneal perforation (seriousness criterion medically important), intestinal perforation (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), pregnancy with contraceptive device ("unintended pregnancy"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (laparoscopic bilateral salpingectomy ). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, salpingitis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she continued suffered mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. An essure coil was placed in each tube in turn without difficulty. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: confirms that the essure coils are effectively blocking both of her fallopian tubes, ensuring proper contraception. [Pathology test] on (B)(6) 2019: source of specimen: fallopian tube ¿ bilateral gross description: the specimen is received in formalin within a container labelled "bilateral fallopian tubes". The specimen consists of two unmarked pieces of fallopian tubes. Both of the tubes have fimbrial ends. Tube #1 measures 6.4 cm long and 0.7 cm in maximum diameter and appears unremarkable. Tube #2 measures 6.5 cm long and 0.3 cm in maximum diameter. Few possible paratubal cysts measuring 0.2 to 0.3 cm are identified. Diagnosis fallopian tube - bilateral: unremarkable fallopian tubes (x2) [pregnancy test urine] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2015: nickle coil insertion fallopian tubes for sterilization. Lower abdominal pain since procedure one month ago. Findings: the uterus is normal measuring 6 x 5.9 x 5.5 cm. Double layer endometrial thickness 2 mm. The right fallopian tube coil appears to be in good position in the proximal right fallopian tube extending into the uterus. On the left side, it is difficult to determine the exact location of the coil on the images submitted. Both ovaries contain multiple peripheral subcentimeter follicles. Right and left ovaries measure 8.4 and 8.8 cc. Query pco. No free fluid. The bladder is normal opinion: suboptimal exam with indeterminate position of the left fallopian tube co; on (B)(6) 2018: uterus is 8.5 x 3.8 x 5.4 cm, endometrium 30.3 mm and right ovary is 3.2 x 2.6 x 3.1 cm, left ovary is 2. 7 x 2.5 x 2.8 cm and the bladder was empty. Conclusion: essentially normal pelvic ultrasound within the limits of this study. 35379 -the batch number is not valid. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Lab data including (surgical pathology report) are added. Lot number(d35379) added. Medical history, historical drugs, concomitant conditions & drugs are added. New reporter (lawyer) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tubes perforation"), device breakage ("essure internally separete or fracture into pieces"), uterine perforation ("perforation of the uterus"), salpingitis ("essure internally separete or fracture into pieces, with leads to inflammatory"), peritoneal perforation ("peritoneal cavity perforation") and intestinal perforation ("bowel perforation") in an adult female patient who had essure inserted (lot no. 35379-not valid, d35379). Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("complication of device insertion" in july 2015) and device ineffective ("unintended pregnancy" in (B)(6)2015). The patient had a medical history of obesity, migraine, abortion, parity 2 and multi gravida. Previously administered products included: depo provera. Concurrent conditions were listed as headache, hypertension, depression, menses irregular, bleeding genital, abdominal cramp, coitus painful, bacterial vaginosis, lack of motivation, concentration loss, depression, low mood, cramp in lower abdomen, spotting vaginal, menorrhagia and dysmenorrhea. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), salpingitis (seriousness criterion medically important), peritoneal perforation (seriousness criterion medically important), intestinal perforation (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), pregnancy with contraceptive device ("unintended pregnancy"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression and stress ("psychological stress"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, salpingitis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she continued suffered mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. An essure coil was placed in each tube in turn without difficulty. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: confirms that the essure coils are effectively blocking both of her fallopian tubes, ensuring proper contraception. [Pathology test] on (B)(6) 2019: source of specimen: fallopian tube ¿ bilateral. Gross description: the specimen is received in formalin within a container labelled "bilateral fallopian tubes". The specimen consists of two unmarked pieces of fallopian tubes. Both of the tubes have fimbrial ends. Tube #1 measures 6.4 cm long and 0.7 cm in maximum diameter and appears unremarkable. Tube #2 measures 6.5 cm long and 0.3 cm in maximum diameter. Few possible paratubal cysts measuring 0.2 to 0.3 cm are identified. Diagnosis fallopian tube - bilateral: unremarkable fallopian tubes (x2). [Pregnancy test urine] on (B)(6) 2015: negative. [Ultrasound pelvis] on 29-jul-2015: nickle coil insertion. Fallopian tubes for sterilization. Lower abdominal pain since procedure one month ago. Findings: the uterus is normal measuring 6 x 5.9 x 5.5 cm. Double layer endometrial thickness 2 mm. The right fallopian tube coil appears to be in good position in the proximal right fallopian tube extending into the uterus. On the left side, it is difficult to determine the exact location of the coil on the images submitted. Both ovaries contain multiple peripheral subcentimeter follicles. Right and left ovaries measure 8.4 and 8.8 cc. Query pco. No free fluid. The bladder is normal opinion: suboptimal exam with indeterminate position of the left fallopian tube co; on (B)(6) 2018: uterus is 8.5 x 3.8 x 5.4 cm, endometrium 30.3 mm and right ovary is 3.2 x 2.6 x 3.1 cm, left ovary is 2. 7 x 2.5 x 2.8 cm and the bladder was empty. Conclusion: essentially normal pelvic ultrasound within the limits of this study. 35379- not valid. Batch no.d35379, production date: 2014-12-05~expiration date:2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device breakage ('essure internally separate or fracture into pieces'), uterine perforation ('perforation of the uterus'), salpingitis ('essure internally separate or fracture into pieces, with leads to inflammatory'), peritoneal perforation ('peritoneal cavity perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), peritoneal perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression"), complication of device insertion ("complication of device insertion") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, salpingitis, peritoneal perforation, intestinal perforation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, device dislocation, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression, complication of device insertion and stress outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, complication of device insertion, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, salpingitis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she continued suffered mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. Most recent follow-up information incorporated above includes: on 20-jan-2021: reporter lawyer amendment, pregnant was updated to yes, start date and stop date were updated from (B)(6) 2015 to (B)(6) 2015, from (B)(6) 2019 to (B)(6) 2020, respectively. On event essure removal was updated, the follow events were added: abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, perforation of the fallopian tubes, perforation of the uterus, allergic reactions occur with the nickel, autoimmune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression, essure internally separate or fracture into pieces, essure internally separate or fracture into pieces, with leads to inflammatory, peritoneal cavity perforation, bowel perforation, complication of device insertion, , psychological stress. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.